Event description:
The customer reported that the system locked up. There I no report of injury or death associated with the event descried in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator and workstation cards were reseated, and software was reloaded. The system was tested and found to be working as intended and returned to service.